Manufacturer narrative:
Analysis of the device indicates a device failure. This report is filed on may 14, 2019. - attachment: [138409-device analysis report.pdf].

Manufacturer narrative:
This report is submitted on march 27, 2019.

Event description:
Per the clinic, the patient experienced poor performance with device use and a subsequent reduction in clinical benefit, resulting in the decision to explant. The device was explanted on (B)(6) 2018 and the patient was re-implanted with a new device during the same surgery.